Manufacturer narrative:
H3) the attachment was sent in for evaluation and the the initial allegation was not confirmed. However, the evaluation determined that the laser markings were faded/ illegible and the attachment was misaligned. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the drill bit could not be inserted into the attachment. There was no reported patient involvement and no reported impact to the patient or staff.